Event description:
It was reported that the ventilator generated alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarm indicating a low o2 concentration. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician after contacting the hospital by phone, the issue was resolved by a third party service by replacing the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.